Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported bleeding in the anterior chamber during hydration following the laser portion of laser assisted cataract surgery of the left eye. The bleeding position was around 240 degree which was inferred to be the backside of the iris. The side port could not be opened by spatula and was incised by the knife; the surgeon did not feel that the knife touched the iris. The surgery was completed. Additional information received; no patient impact postoperatively and the surgeon does not feel the laser malfunctioned.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. A review of the manufacturing records in the device history record(s) (DHR) and online preliminary review record application (oprra) did not reveal any related non-conformity during manufacturing for this system. Based on the information obtained, the root cause of the reported event cannot be determined conclusively (B)(4)